Manufacturer narrative:
According to the practitioner the implant didn't take and failed to integrate. The implant has been placed in 36 position on (B)(6) 2013. Two months and a half after the implantation, the practitionner has found that the implant failed to integrate.

Event description:
Implant fails to osseointegrate.